Event description:
The company was informed that the pt experienced no sound. A CT scan revealed that the electrode was in the middle ear. Surgery to reposition the pt's internal device has been scheduled.